Manufacturer narrative:
Investigation summary: investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. The exact cause of the misalignment is unknown; however, applied medical's instructions for use state, "use on appropriate size vessels only." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric bypass- "during the procedure once the clips were fired they scissored along the staple line."patient status: ok.